Manufacturer narrative:
We have verified that the reported lot number is the same as a lot number that is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The consumer did not provide an absorbency, therefore we are unable to confirm the product is part of the recall. We are also unable to provide the UDI number or model. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. The incident occurred in (B)(6). The consumer indicated her box of u by kotex tampons are included in the recall. 4-6 of the tampons unraveled during removal and some came apart into multiple pieces. The consumer experienced abnormal bleeding and a doctor was seen.